Manufacturer narrative:
Three opened trocar hub and cannula assembly were received for evaluation. The returned samples were visually inspected. The samples were then functionally tested and were found to be conforming. The final customer lot was identified. A device history record review of the lot was conducted. The product released met the product¿s acceptance criteria. Due to an observed increased trend for this event, an internal investigation was initiated to determine if corrective and preventative actions were necessary. A root cause for the increased complaint rate was found to be related to a manufacturing post assembly inspection practice. The post assembly inspection has been discontinued and an effectiveness check has been established and will be monitored periodically. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported leaky trocar valves during procedures. Additional information and product sample have been requested.